Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). A review of the DHR found no anomalies during the manufacturing of the subject device and serial number.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer¿s experience cannot be confirmed. If additional information is received or the device is returned at a later date this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the device activated on its own for a short period of time without pressing the blue activation button. It was reported that the console screen went black when this phenomenon occurred. The hand piece had to be disconnected from the console to stop the blade from firing. The hand piece was reconnected and the console was rebooted. The console did not recognize the hand piece; however, the shaver could be activated but not blade. It is unknown if the intended procedure was completed. There was no patient injury reported. This is 1 of 4 reports.

Manufacturer narrative:
The console was returned to the service center for evaluation. The reported condition of activation issue for power console model mdcons100, serial/lot # (B)(4) was not confirmed by (B)(6) center. The inspection/evaluation found the device required a software update. A visual inspection found minor scratches on the housing. The device was inspected and tested. All tests passed and outputs were within specifications. The device had been repaired by the normal service. A DHR for the finished device was reviewed and no abnormalities were noted.